Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during preventative maintenance. The cause was undetermined and the evaluation is in process. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during preventative maintenance. The cause was undetermined. No repairs were made to correct the reported condition, the device was returned unrepaired due to a lack of customer approval concerning the cost of repair estimate. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump experienced a failure code f-38. This failure code is associated with a malfunction in the tube misloading detection circuitry. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.